Event description:
It was reported that the smartpass feature in this device was found to be deactivated. Device data and x-rays were then sent to rhythmcare for review. Data review determined the device exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. Rhythmcare then provided troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.